Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05746 and 2134265-2018-05612. It was reported that stent dislodgement occurred. Two 6.0mmx14mmx90cm express vascular sd stents, one 6.0mmx18mmx90cm express vascular sd stent, and one 6f mach 1 guide catheter were selected for a percutaneous transluminal angioplasty (pta) procedure in the patient's left truncus coeliacus. The physician wanted to stent the left truncus coeliacus. While attempting to advance the first express vascular sd stent (6.0mmx14mmx90cm) through the calcified and stenosed lesion, the stent became unmounted behind the stenosed lesion and dislodged inside of the patient. The stenosis was small and hard which caused the stent to dislodge. The physician then introduced a snare into the sheath and attempted to remove the detached stent by endoscopy. However, during the removal attempt, the stent became stored within an existing thrombus and the physician, believing it was safe in that location, decided to stop attempting to retrieve the stent. The entire stent and existing thrombus were left in place. No stent fracture occurred. This issue did not interfere with treating the anteria truncus coeliacus. The physician then placed the second express vascular sd stent (6.0mmx14mmx90cm) successfully in the proximal anteria coeliacus next to the truncus. The stent was well positioned, but the physician felt that a longer stent would be preferred within the lesion. Therefore, a third express sd (6.0mmx18mmx90cm) was placed to overlap the second stent by 5mm. The stent deployed successfully without any issues. The stent fully apposed to the vessel. However, after placement of the stent, it was noticed that a thrombus embolized and caused the vessel to occlude. The thrombus was believed to have originated from the mach 1 guide catheter as there was no continuous flushing connected to it and the procedure lasted for about 3 hours. The physician then dilated the vessel with the balloon of stent, and administered heparin, to successfully re-open the vessel. The result was fine and the intervention was successfully finished. The patient's current status is fine; no injury. No further complications were reported.